Event description:
It was noted that a few days after implant, high threshold and low sensing were observed. The lead was explanted when an attempt to reposition the lead was unsuccessful.

Manufacturer narrative:
No medwatch form was received the damage found was sustained during the surgical procedure.